Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found in back-up mode. The cause of the back-up mode was believed to be a parity error. The device was reprogrammed to restore normal settings. The patient was in stable condition.